Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-oct-03. It was reported that the pump was returned to the manufacturer for analysis. There was a pump failure/motor stall leading to withdrawal. The pump failure/motor stall was the reason for device removal. The event date was listed as (B)(6) 2017 (previously reported as (B)(6) 2017). The cause of the motor stall was unknown. The device was replaced with a device of the same manufacturer. The device was used in the patient and there was no patient injury, no patient death, and they recovered without sequela. The patient was not in a clinical study. ¿patient presented to ER with withdrawal signs and symptoms. Alarm did not go off. Pump replaced. Patient was given oral baclofen to increase valium to decrease withdrawal. No sequela.¿ the patient¿s weight at the time of the event was unknown. There were no further complications re ported/anticipated.

Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication on the pump motor gear train, there was a stall due to shaft bearing on the pump motor gear train, and there was a stall due to gear wheel three. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) should have been included in the previous regulatory report for "they were not feeling well." It is now included. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner on 2017-nov-15. It was reported that on or before (B)(6)2011, the patient started treatment with intrathecal lioresal at an unspecified dose. After noting the previously reported motor stall that had occurred on (B)(6)2017 with no recovery, the representative had called the manufacturer technical services requesting assistance on trying to restart the pump. The reporter specified increased spasticity as a symptom of withdrawal but also stated that for other signs and symptoms of withdrawal the medical note from the treating hospital would need to be checked. ¿involved or prolonged inpatient hospitalization¿ was noted. On (B)(6)2017, the patient was seen by the managing physician and the pump was interrogated (no results reported). On (B)(6)2017, the patient was seen once again by the managing physician. No additional information was provided. A historical condition of heart attack (myocardial infarction) was noted. It was learned the patient was white with a medical history of anoxic brain injury secondary to a heart attack. Concomitant medications included; amantadine, bromocriptine, flomax (tamsulosin hydrochloride), probiotic, fish oil, melatonin, zinc, magnesium and aspirin (acetylsalicylic acid). Doses and durations of therapy were not provided. There were no further complications reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 2,000 mcg/ml lioresal baclofen at a daily dose of 1,272 mcg/day via an implantable infusion pump for intractable spasticity and head/brain injury. It was reported that a motor stall was seen at initial interrogation. The motor stall was active and occurred on (B)(6) 2017 at 11:09. A patient had not recently had an MRI. No symptoms were reported. The patient was replaced on (B)(6) 2017. The rep planned to return the explanted pump to the manufacturer for analysis. No further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufactures representative reported the patient was in the ER on a monday night possibly. The rep received a call from the healthcare provider (hcp) asking if they could interrogate the pump. The pump was interrogated and a motor stall was seen. The patient had gone to the ER because they were not feeling well.